Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 14 states, "hematoma." Additional event for this patient reported on medwatch numbers 1825034-2016-02246 / 02247 & 02283.

Event description:
Patient underwent a debridement procedure approximately six months post implantation due to hematoma of the left thigh.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined that the previously reported product did not cause or contribute to the patient's hematoma. The initial report should be voided.

Manufacturer narrative:
(B)(4). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the patient experienced pain secondary to a hematoma. The patient had a debridement to address the hematoma. No further information has been made available at this time.